Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a cerebral hemorrhagic stroke with aphasia as a symptom. The patient's anticoagulation was temporarily paused, and the patient was noted to currently be recovering in the hospital. The bleeding was noted to have stopped after discontinuation of anticoagulation. The hospital noted that there were no changes to patient condition or anticoagulation which could have contributed to the reported stroke. The patient was set to be transferred for rehabilitation.